Manufacturer narrative:
The patient was born on an unreported date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿changed care giver¿ (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Eleven days after onset, the antibiotic treatment was discontinued, the peritonitis was resolved, and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.